Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay patient (the patient's mother) contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter displayed inaccurate results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior csr reviewed the call. The reporter claimed that the issue with the meter started on (B)(6) 2015, at 9am, when the patient obtained an alleged inaccurate result compared to feelings of "108 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter indicated the result was obtained prior to "egym," so the school nurse gave the patient a glucose tablet. The patient manages his diabetes with insulin pump therapy. The reporter indicated that after egym, the patient obtained another blood glucose result of "63 mg/dl" on the subject meter and at 9:30 am he drank a "juice box" and ate a "cracker." She claimed that at 9:50am, the patient "felt dizzy" and the result on the meter was "346 mg/dl" at 10:10 am, she reported the result was "327 mg/dl" and the nurse reduced the patient's insulin to 2.5 units from the usual 3.5 units. At 10:35am, the reporter indicated that the result from the subject meter was "63 mg/dl" the reporter claimed that later the patient's blood glucose levels were tested using a different meter and at 11:05am his reading was "228 mg/dl" and at 11:35am the result was "135 mg/dl". During troubleshooting, the cca noted that the patient's test strips had been stored correctly and the meter was set to the correct unit of measure. The reporter did not have control solution with which to test the meter and test strips. The reporter was advised to contact medtronics if the patient wanted a replacement meter which communicated with his insulin pump. Although there is no indication that the subject meter malfunctioned, this complaint is being reported because the reporter claims the patient obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed signs and symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.